Event description:
Was injected under the eyes by a medical doctor (md) with radiesse, a filler manufactured by merz aesthetics. I have been disfigured since that day with swollen, raised, red welts. I have had prednisone injections, medrol pack, antihistamines, protopic, oracea 40 mg and nothing is helping in a significant way. Quantity: less than 1cc. Cosmetic to fill eye crease.